Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to loose/protruded drive support. Unable to verify alarms due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and stained end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.